Manufacturer narrative:
On (B)(6), a service provider of infutronix provided the image for the affected administration set from the end user. Visual inspection confirmed that the tubing connector on the distal end of the cassette module was snapped and broken. The reported issue was confirmed.

Event description:
On (B)(6) 2021, infutronix received a complaint from an end user: "the tubing came out the proximal entry point and the patient place it back herself. Set was disconnected during an infusion." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device (b)4).